Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t . Unit was inspected and error 5 message appeared on power up. During internal inspection it was verified the circulating motor was stiff when rotating and was not rotating, therefore it was replaced. Also, the distribution and cpu was replaced due to re-occurrence of e5 error. Repair and functionally tested positively. This unit can be returned to use after disinfection/water change procedure is carried out due to new part fitting. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during disinfection/water change, the 3t heater cooler device showed in pump 1 error meaning stirring mechanism will not start (does not take in enough power, ee05). There was no patient involvement.

Manufacturer narrative:
H 11: a device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. The most likely root cause of the reported error code can be traced back to jammed stirrer motor likely due to wear of the parts due to the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.